Event description:
The patient underwent a CABG x4. An intra-aortic balloon pump was placed in the cardiac catheterization lab. While in the ICU recovering the next day, the balloon pump alarmed with a rapid gas alarm. It is believed that the balloon catheter was mispositioned. It was 7 cm too low and this was the cause of the alarm. The balloon catheter was removed and the patient experienced no further problems. The catheter was returned to datascope. Two pumps which were used with this balloon were tested by bio-med and were found to operate appropriately.